Event description:
Revision surgery - revision needed due to infection in patient.

Manufacturer narrative:
The root cause of the revision surgery was identified as an infection. No information was submitted with regard to the organism involved in the infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to infection that are outside of the control of (B) (4) surgical. It is unknown when or to what extent the patient became infected. The data reviewed in this report supports that this incident was not the result of a product or manufacturing process defect. A review of the implant device history record (DHR), product complaint report (pcr) database, and sterilization records show that this device met sterilization, design, and manufacturing requirements. The dhrs for the liner and head were examined. There were no non-conforming material reports or other discrepancies for these products. The products used in the original surgery received an adequate sterilization gamma radiation dose between 25 and 40 kgy and were within their respective expiration dates at the time of surgery. There was one other pcr related to infection for part number 499-38-009. There was one other pcr related to infection for part umber 497-38-000. There were no findings during this investigation that indicate the device reported was the source or had a direct connection with the patient's infection. Not returned to manufacturer.